Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73h1600378 was manufactured on 08/15/2016 a total of 288 pieces. Lot was released on 08/19/2016. DHR investigation did not show issues related to complaint.

Event description:
The clips misfired. The patient's condition is unknown at this time.

Manufacturer narrative:
(B)(4). DHR review could not be conducted since the lot number was not provided. The customer returned one unit 543965 auto endo5 ml for investigation. The returned sample was visually examined with and without ma gnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. No other defects or anomalies were observed. Reference files (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to load properly into the jaws of the device or close. Another attempt was made and the next clip was able to properly load and close. The third clip was also able to properly load and close. The remaining clips were all able to successfully fire. Two clips were applied to over-stressed surgical tubing and were able to properly close. The sample was received with 7 clips remaining in the channel indicating that 8 clips were fired by the end user. No other defects or anomalies were other remarks: observed. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as it could not be determined what caused or contributed to this event. The reported complaint of "misfire" was confirmed based upon the sample received. One device was returned. Upon functional inspection, it was found that the first clip was unable to properly load or close. However, the rest of the clips were able to properly load and close. The device was received with 7 clips remaining in the channel indicating that the end user fired 8 clips. It could not be determined what caused the first clip to not load properly. No further action will be taken.

Event description:
The clips misfired. The patient's condition is unknown at this time.

Manufacturer narrative:
Qn#(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The clips misfired. The patient's condition is unknown at this time.